Event description:
It has been reported to philips that the wireless footswitch does not work. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch could not be used due to insufficient battery level. A philips service engineer inspected the system onsite found the charger was defective and replaced the wireless footswitch charger. The wireless footswitch was returned to use.